Event description:
Reporter indicated that vns pt was experiencing intermittent shortness of breath with stimulation. The pt had previously experienced flu-like symptoms and some shortness of breath several weeks earlier, but was now also having pain at the generator site. The pt is reportedly experiencing good efficacy with the vns therapy and there is no redness or swelling noted at the generator site. Device diagnostic testing was within normal limits, indicating proper device function. Review of x-rays revealed no obvious discontinuities in the ncp system. The pt reports no recent injury or trauma that may have damaged the ncp system but did indicate lifting heavy objects while on the job. Programmed output current was reduced from 1.25ma to 1.0ma. Further follow-up revealed that treating epileptologist referred pt to neurosurgeon for replacement of the entire ncp system.